Event description:
It was reported that the physician experienced problems doing diagnostics and interrogating on the new programming tablet. It was reported that the light was flashing and looked like it was communicating. A company representative went to the site to perform troubleshooting. It was reported that the tablet serial cable that connects the tablet to the handheld was working intermittently and that the physician is very frustrated. It was reported that the physician wanted the tablet to be exchanged for a handheld programming system. A new programming handheld was provided to the physician. The programming tablet is expected to be returned for analysis, but has not been received to date.